Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was performed with a starclose se device via a 6f sheath after a right leg runoff interventional procedure. Reportedly, the starclose clip was deployed without issue and hemostasis was achieved. However, during device removal from the anatomy, significant resistance was felt. Once outside of the patient anatomy, the locator wings were noted at the tip of the device. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The difficult to remove the closure device and failure to achieve hemostasis could not be replicated in a testing environment. The reported wing retraction problem could not be replicated based on the returned device condition. The reported event appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.